Event description:
It was reported that on (B)(6) 2011 the patient underwent stenting with two promus coronary stents. On (B)(6) 2013, the patient had a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or longer. The patient was treated with medication. The patient was released from the hospital on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of ischemia and myocardial infarction, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus referenced is being filed under a separate manufacturing report number.